Event description:
It was reported that the stapler was jamming. A new stapler was used and there was no reported injury.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted and issue reported misfire/jamming - staples not firing was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Corrective actions cannot be established and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.